Event description:
Pt was implanted with instrumentation on 3/22/1992. Instrumentation was explanted due to pseudoarthrosis on 2/21/1994 and pt was re-instrumented. Explanted instrumentation was noted to be loose at the s1 and l4 bilaterally.